Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a low blood glucose reading. The customer's blood glucose reading was 31 mg/dl, and treated with food. The customer's current blood glucose reading was 52 mg/dl and again treated with food. Customer declined troubleshooting. Nothing was replaced or returned.